Event description:
It was reported that the patient was feeling shocks and had been an ongoing occurrence for a little while. The shocks felt very uncomfortable. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of therapy delivered to incorrect body area was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.